Manufacturer narrative:
On (B)(4) 2014, the customer found and replaced tubing with a hole in it on feed-thru fitting (ff107) on pinch valve (pv37) and the issue was resolved. A beckman coulter field service engineer was not required to visit the customer's facility. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as less than 1 cc of blue fluid inside the instrument and dried residue was found on the table top while running controls. An ambient lyse temperature error was generated. The operator was wearing personal protective equipment of lab coat, gloves and glasses when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.